Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the color tone of the image was abnormal. A root cause could not be identified. Based on the results of the investigation, the most probable cause is electrical/electronic component problem. The most likely cause of this complaint is expected to be a random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image noise and color aberrations, during inspection for use for an unspecified procedure involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.